Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 customer¿s blood glucose was 350 mg/dl in the hospital. Customer was treated that with intravenous insulin and insulin drip. Customer stated that the insulin pump had insulin flow block alarm. Customer declined troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.